Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿always pain and stinging in the breasts, joint complaints, fatigue, right breast growing larger, swollen lymph nodes in the right breast, groin and throat.¿

Event description:
Patient reported ¿always pain and stinging in the breasts, joint complaints, fatigue, right breast growing larger, swollen lymph nodes in the right breast, groin and throat¿ this relates to the right device. Unknown if device has been explanted.